Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced loss of libido ("did not have sex drive"). The patient was treated with surgery (total salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and loss of libido outcome was unknown. The reporter considered loss of libido and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: loss of libido and medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information, patient age, essure removal date, new event medical device removal added. Incident category updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.